Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A healthcare professional reported that there was no vacuum during vitrectomy surgery. The surgery was completed after replacing the vitrector with new one. There was no patient harm.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a bag, for the report. The sample was visually inspected and found to be nonconforming with white foreign material along the needle. The sample was then functionally tested for actuation and aspiration. The sample was found to be nonconforming for both functional test. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. Wear marks observed along the inner cutter. Gouge marks observed at several locations along the inner cutter. The sample was tested with a syringe and no resistance was felt. The sample was retested for actuation and aspiration with the probe driver and was able to actuate and aspiration. The initial actuation and aspiration tests failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate and aspirate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The picture attached was reviewed by the manufacturing site. The picture shows a pak label with same product and lot number as reported. The complaint evaluation confirms the event, the evaluation also indicates the probe had an actuation failure. The exact cause of the actuation and aspiration failures cannot be determined from the evaluation performed. No action has been taken by the manufacturing site as an exact root cause for the actuation and aspiration failures could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).